Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2020 with blood glucose of 43 mg/dl at the time of the incident. The caller does not know what caused the low. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.